Event description:
Child had shunt placed at 4 months of age in another country. He never has had a shunt revision. According to his parents (who only speak spanish), the shunt was checked approximately 6 months ago. He was admitted with a 2-day history of progressively worsening severe frontal headache, nausea, vomiting, blurry vision and sleepiness.